Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:1627487-2020-21916. It was reported that the patient's experienced uncomfortable stimulation. Imaging revealed one lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the entire system was explanted. It is unknown which lead migrated; therefore, both leads will be reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.